Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on 05 march 2024. The lead with high impedances was explanted and replaced. The second lead was electively replaced per physician. Therapy was restored post-op.

Manufacturer narrative:
Section b5: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000090653.

Event description:
It was reported one of the patient's leads had high impedances. Surgical intervention may be pending to address the issue.